Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires popped up on the jaw. Nothing fell off in the patient and there was no injury, nothing left behind, or significant delay in the case. The procedure was completed with a new device.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10 /13 & 22) : the device was returned to the factory for evaluation on 03/10/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw from the base with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.